Event description:
The patient received her scs system, including an extension, on (B)(6) 2011. It was reported that the extension was connected to two percutaneous leads. Intraoperative testing revealed high impedance measurements on two lead contacts. The physician disconnected the lead from the extension header and then reconnected it; however, high impedances remained. It was reported that the amplitude could not be advanced past 0.8 ma. The physician explanted and replaced the extension. No further patient complications were reported.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.